Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No critical pump error alarms noted. No battery or power anomalies noted during testing or in the detail trace and power management graph. No damage on electronic assemblies noted. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.